Manufacturer narrative:
H11: h3, h6: the reported devices were received for evaluation. A visual inspection revealed three devices were returned in original packaging with the batch number of the complaint on the label, and all had bio debris present. Device one, the t1 was returned off the needle but attached to the suture. The t2 and suture were returned on the needle. The needle assembly is severely bent. Device two, the t1, t2, and suture were not returned. Device three, the t1, t2, and suture were returned off the needle. The t1 is fractured at the tip. The needle assembly is severely bent. The actuator is beyond the tip of the needle. A functional evaluation was performed on the returned devices and found the actuator cycled to the tip but cannot return to the next deployment position due to the bent needle assembly. Device two showed the actuator will cycle but the actuator attempts to stick at the tip and requires persistent manipulation before returning to the next pre-deployment position. Device three showed the actuator will not cycle and remains stuck at the tip of the needle. Based on the condition of the product material found during visual inspection, additional material testing is not required. A complaint history review found similar reported events. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A review of the material specifications found that the raw material strength requirements and storage requirements are specified and each lot must be accompanied by a material certificate of analysis. During the investigation it was not possible to identify a definitive root cause; however, it was concluded that the potential causes for the reported event include (1) the application of unintended, inappropriate, or excessive force during device use, and (2) user failure to fully actuate the device during the implantation process. The risk management review confirmed that the reported failure is appropriately documented. The overall risk level is considered adequate. Therefore, no additional actions are deemed necessary at this time.

Manufacturer narrative:
Internal complaint reference (B)(4). H11 h3, h6: this complaint was opened by smith+nephew to document a product problem associated with a smith+nephew device. The reported problem relates to known risks with the device itself or with its use that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Event description:
It was reported that, during an anterior cruciate ligament reconstruction and meniscus suture, three (3) fast-fix 360 failed in the same way. The t2 could not be deployed. The t1 was successfully removed from the tweezers and suction. The procedure was resumed, without any delay, using an equivalent sn back-up. No further complications were reported.

Manufacturer narrative:
H11: h3, h6: the reported device was not returned to the designated complaint unit for independent evaluation. An analysis of the customer provided image found three fast-fix devices lying on a surface. The suture is partially out from one of the needles, with an attached t anchor. There are no visual issues and the deployment failure cannot be confirmed. A complaint history review found similar reported events. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. During the investigation it was not possible to identify a definitive root cause; however, it was concluded that the potential causes for the reported event include (1) the application of unintended, inappropriate, or excessive force during device use, and (2) user failure to fully actuate the device during the implantation process. The risk management review confirmed that the reported failure is appropriately documented. The overall risk level is considered adequate. Therefore, no additional actions are deemed necessary at this time.